Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) was interrogated and found to be in storage mode. Further evaluation demonstrated that the device had exhibited many pacemaker mediated tachycardias (pmt), and high pacing rates. The device was explanted, and insulation abrasions were observed on the coronary sinus lead during the procedure. The crt-d was replaced, and the lead was repaired. The patient reported feeling short of breath.